Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Event description:
It was reported "catheter inserted and failed to unwrap. Tried manual inflation without success. Iab removed and discarded"." Another iab was inserted into the same insertion site. Additional information states " second iab inserted, second balloon also only partially unwrapped with 3/4 inflation at 1:2 for about 30 minutes before fully unwrapped". No patient injury or consequence reported. The patient's current condition is reported as "unknown". At the time of this report, the customer has not responded to our requests for additional information. Please see associated MDR#: 3010532612-2024-00536.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter inserted and failed to unwrap. Tried manual inflation without success. Iab removed and discarded"." Another iab was inserted into the same insertion site. Additional information states " second iab inserted, second balloon also only partially unwrapped with 3/4 inflation at 1:2 for about 30 minutes before fully unwrapped". No patient injury or consequence reported. The patient's current condition is reported as "unknown". At the time of this report, the customer has not responded to our requests for additional information. Please see associated MDR#: 3010532612-2024-00536.